Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display after a battery change. Customer's blood glucose was 489 mg/dl. Customer mentioned high blood glucose was due to illness. Customer treated high blood glucose with bolus and injections. Customer reported buttons were sticking. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome on the act, esc, and up arrow buttons. The keypad connector was inspected and it was locked on the lcd board. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, and minor scratches on the display window noted.